Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent and disorientation. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event. Two days later the patient was treated with vancomycin (1 gram, intraperitoneal and frequency was not reported), amikacin (150 mg, intraperitoneal and frequency was not reported) and meropenem (500mgg, intraperitoneal and frequency was not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient has not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.